Event description:
13 months after undergoing a (pci) percutaneous coronary intervention of the left anterior descending artery with a bx velocity stent, the patient was admitted with a 90% in-stent restenosis. The lesion was successfully treated with pci, and there were no reported complications.